Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during initial drain. The hp stated that he disconnected to go to the bathroom and did not close clamps. The baxter technical representative (tsr) explained that anytime the hp had to disconnected , he should close all clamps to keep air from getting into the lines. The hp understood. The hp will contact peritoneal dialysis registered nurse (pd rn) regarding the alarm and will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.